Event description:
The customer reported an issue related to updating time, personal profile, or pump settings, which led to an abnormal blood glucose level of 44 mg/dl. The customer consumed carbohydrates to address the low blood glucose level. Technical support assisted the customer in updating the pump settings successfully and advised them to reach out to their healthcare provider for further assistance.